Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a cartridge did not fit onto the pump. There was no reported impact to customer¿s blood glucose. Customer reverted to manual injections for insulin therapy and did not respond to multiple contact attempts from tandem technical support to obtain additional information.